Event description:
The hcp reported that following the catheter replacement, the pt experienced a catheter infection and the catheter was then removed. The pt is reported to be recovering well from the infection and the plan is for a future catheter replacement.